Event description:
On 09/08/1998 following a two-vessel percutaneous transluminal coronary angioplasty procedure, an angio-seal device was placed in a pt's right groin. Sometime later the pt experienced a retroperitoneal bleed. The pt was taken to the operating room where the surgeon identified a 1-2 cm tear in the posterior wall of the artery. The pt later expired. As of 10/13/1998 there has been no autopsy or operative reports provided to the MFR.